Manufacturer narrative:
H10: the date the device was returned to manufacturer was 9/13/2019. Four (4) used list # 011-cl-80, chemolock¿ closed vial spike¿s were received for testing. The four (4) 011-cl-80 were received attached to the flouoroucil vials. The balloon/filter covers were still attached. The devices had no visible anomalies present. After the functional testing the four (4) 011-cl-80 devices were removed from the vials. The spikes were examined under a microscope. The spikes had no visible a anomalies present. The spike tips were not bent, deformed or burred. The spike shafts had no flash, sink marks or deformities present. The four (4) vials the rubber stoppers were examined under a microscope and found tearing with some propagation. All four (4) used 011-cl-80 devices attached to the vials were functionally tested. The balloon/filter covers were removed. Water was then infused in the returned 011-cl-80 devices using a 20 ml bd syringe with chemolock 011-cl2000 injector from ICU medical inventory. Water was infused and aspirated in and out of the vials a total of 3 times looking for leaks. No leaks were observed between the rubber stoppers and the spikes. There were also no leaks at the chemolock ports. The reported product problem for leakage between the rubber stoppers and spikes could not be replicated/confirmed. However there was tearing found on the rubber stoppers of the vials which may have caused the leaks. The 011-cl-80 spikes had no visible anomalies present that would have caused the tearing or the leaks. Also the DHR lot number review did not identify any non conformances that would have contributed to the reported complaint. The probable cause is therefore due to the vial rubber stoppers tearing.

Event description:
The customer provided additional information and stated that the leak came into contact with the healthcare provider, however, the healthcare provider was protected with nitryl gloves. The leak was cleaned per facility protocol after withdrawal of the fluid the flacon was removed in the same way as other cyto vials. The vials and spike used were not replaced.

Manufacturer narrative:
Plots: 4082064 (MFR date 5/1/2019, exp date 5/1/2024), 4067961 (MFR date 4/1/2019, exp date 4/1/2024) the device is expected to return for investigation; it has not been received.

Event description:
The event involved a chemolock closed vial spike and the customer noted that after puncturing the rubber seal of the vial containing the cystostatic drug, a drop of liquid or precipitation appears on the rubber seal and/or the metal ring. It is suspected that there is a leak between the spike and the rubber. There was no patient involvement, however, there was unprotected chemo exposure.